Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation found no fault with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test and displayed a system fault (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.